Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 45mm l had a safety mechanism failure. The following information was provided by the initial reporter: following a member of staff sustaining a needlestick injury last night and subsequently reporting a safety cannula as faulty, stating that the white safety block became detached immediately upon cannula withdrawal, exposing the tip of the sharp.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 45mm l had a safety mechanism failure. The following information was provided by the initial reporter: following a member of staff sustaining a needlestick injury last night and subsequently reporting a safety cannula as faulty, stating that the white safety block became detached immediately upon cannula withdrawal, exposing the tip of the sharp.